Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) readings, beginning with 200 mg/dl in the morning. The bg remained elevated for approximately five hours, reaching a high of 300 mg/dl. The user attempted to lower bg by entering three meal announcements despite not eating, in order to prompt the ilet to deliver additional insulin. The agent reviewed proper algorithm function and educated the user that ¿fake meal announcements¿ should not be used to accelerate correction dosing, as this can result in insulin stacking and subsequent hypoglycemia. The user agreed to perform a full supply change and contact their healthcare provider for review of insulin usage and potential factory restart. During a follow-up call on 20-sep-2025, the user confirmed bg was in range and the issue was resolved. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.